Event description:
This report is being filed after subsequent review of the following journal article, dodds, s.d., save, a.v., and yacob, a. (2013), dorsal spanning plate fixation for distal radius fractures, tech hand surg,17, 192¿198. The authors described the operative technique to place a dorsal spanning plate and provide a retrospective review of outcomes in polytrauma patients. Spanning plate fixation (or spanning external fixation) describes crossing an articulation (the wrist joint) with or without traction, and bridging the fracture site. The authors used a synthes combination locking/nonlocking plate to maintain distraction across the reduced fracture site. The authors performed a retrospective review of multitrauma patients treated with dorsal spanning plate fixation over a 5-year period from september 2006 to june 2011. Only those patients who received a spanning plate for treatment of a distal radius fracture and had already undergone surgery for removal of the plate were included. A total of 25 patients were identified. There were 11 female patients and 14 male patients, with a mean age of 54.6 years. Three patients suffered true hardware fatigue (broken plate at the level of the radiocarpal joint) well after fracture healing. This report is for an unknown plate. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Dodds, s.d., save, a.v., and yacob, a. (2013), dorsal spanning plate fixation for distal radius fractures, tech hand surg,17, 192¿198. This report is for an unknown plate. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.